Event description:
Medtronic received a report that during the operation it was found that the glue injection was abnormal. After withdrawal of the catheter, it was found the microcatheter was broken. The catheter was replaced and the operation was successfully complete. The devices were used as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient had minimal vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. Liquid embolic residue was found within the apollo catheter hub. No bends, kinks or separations were found with the catheter body. However, the catheter body was found ruptured at ~10.6cm from the distal tip. The apollo detachable tip was found intact. No damage was found with the distal tip. The distal tip lumen was found occluded with liquid embolic residue. The apollo micro catheter total length was measured to be ~172.0cm, the usable length was measured to be ~166.0cm which is within specification (specification: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~25.6cm which is within specification (specification: 25.0cm +2cm -1cm) based on the device analysis and reported information, the customer¿s report was confirmed. Although no separations were found with the apollo micro catheter, the catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. However, the cause for the rupture could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The result of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no restriction to the injection flow during infusion. Integrity of the catheter was inspected prior to use. The included 1ml luer syringe included with the medtronic product was used in the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.